Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The fse confirmed that the non-responsive instrument motion on jaw open/close axis. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the customer reported to technical service engineer (tse) that the universal surgical manipulator (usm) arm would not open and close properly when installed on usm 1. The customer stated that they tried three different instruments and replaced the drape; however, the issue persisted. The customer was using usm arms two, three and four for the procedure. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the carriage was inspected, and no faults could be identified. As a result of these findings, failure analysis concluded that the carriage gearboxes for degree-of-freedom (dof) 5-9 are consistent with the reported event and are the potential root cause for this issue.